Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported lost suction after laser fired during flap creation. Procedure was able to be completed the same day. No patient harm was reported.

Manufacturer narrative:
A logfile review of the day of the treatment showed the three system test for vacuum, energy and ablation were executed by the user without any problems. The reported treatment could be identified in the logfile. The treatment was aborted after the warning message during bed cut. The message indicated that the user released laser pedals and pressed the right footswitch to turn off the vacuum. The user restarted the treatment and performed the treatment successfully on that day. No technical root cause is detectable. The root cause is user handling. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. A technical root cause could be excluded, as the system was working within specification. The root cause is user handling, the user released laser pedals and pressed the right footswitch to turn off the vacuum. The manufacturer internal reference number is: (B)(4).